Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the customer was setting up the backup system controller, the screw for the back lid broke. The customer obtained a new controller and wanted the unit replaced as an out of box failure.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a snapped off backup battery cover screw head was confirmed. Visual inspection of the system controller, serial number (B)(6), confirmed that the backup battery cover screw was damaged, and the bottom half of a screw was still inside the controller. The controller was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No atypical alarms were produced during testing. The snapped backup battery cover screw head did not affect functionality of the controller. Review of the log files from the returned controller showed the controller operating as intended during setup. The provided information stated that the event happened when attempting to setup the backup controller. A root cause for this reported event cannot be conclusively determined through this analysis. A manufacturing analysis task was opened to investigate the issue of a damaged backup battery cover screw. He current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.